Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition and high ventricular rate episodes. No intervention was performed. The patient was in stable condition. The rv lead will be further monitored.